Event description:
The physician has responded that intervention will be taken for the high impedance. Xrays were taken and reviewed by the physician and pin insertion could not be confirmed or denied. There has been no trauma or manipulation of the site. It was later reported that pin-reinsertion resolved the high impedance. However, surgeon opted to replace the generator anyway. Surgeon expressed he would feel more comfortable with new device. Troubleshooting was done by orss and resident. Surgeon stated that the battery was replaced due to intermittent high impedance. Pin re-insertion reportedly resolved the high impedance. The surgeon notes that intermittent high impedance was seen however there is no indication that this was due to a generator malfunction and most likely the result of incorrect pin insertion. The device will be evaluated upon return to analysis for any performance issues and the file will be updated accordingly at that time. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
Product analysis was approved. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. There were no performance, or any other type of adverse conditions found with the pulse generator. Datadump was reviewed and high impedance was first seen at an earlier date that what was reported. No other relevant information has been received to date.

Event description:
It was reported that patient was seen with high impedance at follow up appointment following recent battery replacement. Patient was referred to surgeon for decisions on next steps. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.